Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a demo at a conference, the surgeon console (sc) ((B)(6)) had a start-up error that prevented the system from operating as expected. Multiple restart attempts and troubleshooting steps were carried out, including remote support e ngagement with the field service engineer (fse), but the issue could not be resolved. To avoid further disruption to workshop preparation, the affected sc was removed from the workshop to troubleshoot away from customers. Further attempts to connect the sc to the system tower were unsuccessful, as the sc was not recognized by the tower. A new sc ((B)(6)) was delivered and swapped in for the faulty sc. Once onsite, the replacement sc was uncrated and successfully connected to the hugo system. However, shortly after reconnection, venue related power interruptions caused issues, thus activating the uninterruptible power supply (ups) on the tower. When power was restored, the ups charge level was below 40%, which was insufficient to complete confirmation of calibration across all robotic arms. As a result, full system validation could not be completed on the same day. The next day after the ups had charged to 100% the system worked fine. There was no patient involvement.